Manufacturer narrative:
Batch review performed on 20 may 2019: lot 167406: (B)(4) items manufactured and released on 08-feb-2017. Expiration date: 2022-01-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event additional implant involved in the event: gmk-primary 02.07.0410 apps full-pe ps tibial component size 4/10 (k131310), lot 174589: (B)(4) items manufactured and released on 28-jul-2017. Expiration date: 2022-07-12. No anomalies found related to the problem. To date, all the items of the same lot have been already sold without any other similar reported event .

Event description:
Revision surgery performed due to infection, 4 months after primary. The surgeon revised the femoral and the full-pe ps tibial component. The surgery was completed successfully, the pathogen is unknown.